Event description:
The retractor broke during surgery. Additionally, account stated the physician was doing a sleeve gastrectomy when the retractor broke. She stated the retractor lost its shape while the physician was retracting the liver, causing a scratch and bleeding. The physician got another retractor and completed the case without further incident.

Manufacturer narrative:
The device is available for investigation, but has not arrived yet. When the device is received and the investigation is completed, a follow-up report will be filed.